Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was sleeping when her infusion set's tubing ripped off her infusion set from the quick release while the quick release plastic was still attached. This again happened on the day of this report. The patient was walking and other times sleeping at the time of detachment. The site location was right side of patient's abdomen and the pump was also on the right side. The infusion had been in use for one day and infusions were stored in the cabinet at home. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.